Manufacturer narrative:
Implant regio 36 fractured. Construction was most likely a telescoping prosthesis bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded mechanical overloading of the implant. This is the combined initial and final report.

Event description:
Implant fracture.